Manufacturer narrative:
H6: investigation summary: as neither a lot number nor a sample was available for this incident, a thorough evaluation could not be completed. A device history review could not be completed as no batch number was provided. This incident was reported to question the compatibility of the eclipse needle and the discardit syringe. We can confirm that the eclipse needles are compatible with syringes that have a conical tip, such as the discardit luer slip syringes. Smartslip technology (tm) has been introduced to help ensure a secure connection is made. It has been designed to reduce the risk of needle disengagement from luer slip syringes, which are the most common syringe design (in europe). Smartslip technology is compatible with both luer slip and luer lock connections. H3 other text : see h10.

Event description:
It was reported that syringe s2 10ml had blood exposure. The following information was provided by the initial reporter: the client informs us that a nurse has had an accident exposure to blood with the following product: bd eclipse. The protocol following aes was carried out on the nurse. The initial contact is in charge of the investigation. Informs me that the nurse is well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe s2 10ml had blood exposure. The following information was provided by the initial reporter: the client informs us that a nurse has had an accident exposure to blood with the following product: bd eclipse. The protocol following aes was carried out on the nurse. The initial contact is in charge of the investigation. Informs me that the nurse is well.